Manufacturer narrative:
It was reported that one of the push handles on the back of the wheelchair will not lock in place in the upright position, and that it stuck and they cannot move it at all. The end user did an adjustment and was able to get the brake to lock. The issue was resolved through troubleshooting. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that one of the push handles will not lock in place in the upright position. The issue was resolved through troubleshooting.